Event description:
It was reported that during a rotator cuff surgery, the expiration dates on the box and the inner pouch did not match. The box was labeled as 02/01/2019 and the inner pouch was labeled as 02/2019. The correct expiration date is 02/04/2019 and the device was used on the patient on (B)(6) 2019. No patient injury or other complications were reported.

Manufacturer narrative:
One 72203856 twist drill reported on. The product was not returned. Information relayed: ¿it was reported that during a rotator cuff surgery, the expiration dates on the box and the inner pouch did not match. The box was labeled as 02/01/2019 and the inner pouch was labeled as 02/2019. The correct expiration date is 02/04/2019 and the device was used on the patient on (B)(6) 2019. No patient injury or other complications were reported.¿ this is a disposable product. The lot number provided was manufactured march 2014. At that point in time the label procedure required only month and year expiration information. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. There are no other complaints on file for this manufacturing lot. Final product met specifications upon release to distribution.